Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and 220 mg/dl. The customer was mentioned motor error alarm. The customer did not provide the symptoms regarding high blood glucose. Troubleshooting was performed. Customer was assisted with displacement test and insulin pump was died. The device will not be returned for analysis.